Manufacturer narrative:
Conmed rec'd one (1) 131309 with needle electrode in good condition, no cable damage visible. We performed esu interface in all modes and the returned pencil passed. The returned pencil operated within specifications. The instructions for use (IFU) states: "contraindications: these devices should never be used when: in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments."